Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Reporter stated lancet protrudes beyond the end cap of the fastclix device. No accidental stick or adverse event was reported. Customer could not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation and a replacement was sent.